Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading an inaccurate result compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began yesterday in the morning prior to contacting lfs. The patient reported obtaining an alleged inaccurate result of "108 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with pills and diet/exercise. It is not known if the patient made any changes to her diabetes management routine. On the same day at an unspecified time, the patient stated she developed symptoms of shakiness after the alleged issue began. The patient claimed she ate a larger meal than usual due to the alleged symptoms. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.